Manufacturer narrative:
The events of infection (unknown onset) and necrosis are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection (unknown onset) and necrosis.

Event description:
Patient reported unknown side "got infected and one had gangrene." Device has been explanted.